Event description:
The customer advised tube item 454334 underfilled. The customer is located in (B)(6), elevation 5,000 feet. The customer was recommended to use high altitude tube item: 454331 for their location and was provided with the appropriate product samples.

Manufacturer narrative:
Complaint statement (B)(4). No customer samples or pictures were received. No batch numbers were provided by the customer. This customer is located in (B)(6), which has an altitude of approximately 5,509 feet. Therefore, 454334 tubes are not appropriate for use at this elevation. High altitude 3.2% sodium citrate tubes with increased vacuum are available for sites located 5,000 feet or more above sea level. The alleged malfunction is not justified.